Event description:
The device broke a suture under manual tensioning. The anchor then deployed and under mechanical tensioning the second suture broke. The anchor was retrieved from the patient in an deployed state. All pieces were retrieved from the patient because it was still attached to the device shaft. Then they closed the patient without further operation. Three minutes delay in surgery. Non recorded adverse event. Unknown patient condition post surgery. The following additional information was received by email from the affiliate on (B)(4) 2015; this was an arthroscopic procedure where the surgeon decided that since this would have been the third and final lateral row anchor, that the fixation was sufficient and there was no available space to insert a replacement.

Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode, although one possible root cause could be over tensioning of the suture resulting in it breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.